Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the territory manager that the customer had a no delivery alarm on the insulin pump. Caller stated that he just changed out everything and is still getting the alarm. Customer has been hospitalized for blood glucose issues. Customer has been having this issue for 6 months. Customer was getting no delivery alarms at random times. Caller declined trying a different infusion set. Caller explained that they did everything correctly, but did not acknowledge using the plunger when he was asked about it. Caller just wants the pump replaced. No further assistance needed.